Event description:
I am an operating room nurse and I was relieving another nurse on a case. As I was putting in an implant for the shoulder it was discovered that the implant was expired in year 2020. This implant was a shoulder implant made by the company arthrex. I made the residents aware, and one said he was not removing it. I asked the original nurse to call the physician, and he told her don't worry about it. She then reached out to a service line manager, and he stated to her, they have expired stuff back there all the time, and it was ok. I was fired because, management said I falsified a chart. The implant was not showing as expired when original nurse had a meeting with the entire management team in the computer system. When I sowed her originally how to put implant that was expired, it highlighted yellow, which is what the emr system will do. I came in room when the wound was closed. The hospital is mw5119234. Operating room # acc4. Last case of the day. Between me closing the chart on that friday afternoon and when the meeting was called/ the implant credentials were altered so it did not show expired and I was accused of falsifying a chart. I reported to jacho. Jacho(joint commission on accreditation of healthcare organizations) safety submission confirmation # is (B)(4). Additionally, I am a travel nurse that was sent to help the facility out due to a nurse shortage. I was never called in for a meeting. Hospital management call my company to relay the termination news to me.